Event description:
The safety cover of the 21-gauge straight blood collection needles is breaking off when engaged, leaving the used needle exposed. Manufacturer response for needle, hypodermic, single lumen, becton dickinson and company, USA 21g x 1 1/4 (per site reporter). Device was purchased through a supplier, (B)(4). Defective devices are being returned to them. Defective device complaint form was submitted to bd.